Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with blood glucose of 125 mg/dl. The customer stated that the insulin pump was shut off. Customer was assisted in reconnecting transmitter to insulin pump. No further information was provided. The insulin pump will not be returned for analysis.